Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2012 - the patient underwent an unspecified procedure with implant of a non-bard davol mesh device. (B)(6) 2015 - the patient underwent a posterior repair, perineoplasty, abdominal sacrocolpopexy with implant of a soft mesh, enterocele, sigmoidocele repair, removal of peritoneal stones, repair of diastasis followed by a cystoscopy. The attorney alleges the patient experienced unspecified adverse patient outcome associated to use of the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the manufacture date for the soft mesh device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.